Manufacturer narrative:
Reported unable to place impella 5.5 due to torturous vascular anatomy. Multiple maneuvers were attempted and impella shaft looped. A catheter kink was noted. Impella 5.5 delivery was aborted and cp delivery was attempted but was also unsuccessful. Patient was obese. Impella 5.5 was returned and a catheter kink was found around 21cm mark. Delivery issue - the root cause of the delivery issue was most likely patient condition related since the patient was obese with tortuous vascular anatomy. Product damage - the root cause of the product damage was most likely a catheter kink due to tortuous vascular anatomy leading to the challenging delivery. D9 device returned to manufacturer date added g1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27992.

Event description:
The user facility reported the insertion of impella 5.5. Device to a patient in acute myocardial infarction/cardiogenic shock was unsuccessful due to the vascular anatomy. During placement, several maneuvers for advancing were performed. The impella shaft looped during this and the decision was made for an impella cp device implant, which was completed via the femoral artery as via the right axillary artery was also not possible. The physician noted a "good procedural outcome. There was no report or indication of harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.